Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports weakness in their legs. Patient reported that 2016 they had an MRI of their lumbar spine. Patient also reported the same MRI was between (B)(6) 2017. The MRI found couple area of the spine where the vertebrate was touching the spinal cord up on the thoracic. Patient thinks their ins was put in their lumbar area. A couple of months before the initial report, they went to their doctor to have their ins adjusted and noticed their ins was off. They also report they are going to have their ins replaced because their ins battery will deplete in a couple of months. They didn't know that the MRI could have damaged the implant and they didn't feel anything was wrong or problems after the MRI. Patient asked if the ins could cause problems to their spine which would cause weakness to their legs. They will be having another MRI for the weakness in their legs. Patient will follow up with their healthcare provider (hcp) and has an appointment on (B)(6) 2017. It was reviewed that the call center hasn't heard of the ins causing weakness, and the patient should discuss their concerns with the pain management and urology because the call center isn't medically trained and can't provide medical advice. No further patient complications have been reported as a result of this event.